Event description:
The customer contacted physio-control to report that their device powered itself off within two minutes of being powered on. There was no patient use associated with the reported issue.

Manufacturer narrative:
Results code, of supplemental medwatch report 001 indicates: electrical/electronic component problem identified (4203). Results code, of supplemental medwatch report 001 should have also indicated: short circuit (121). Additional mfg narrative, of supplemental medwatch report 001 indicates: h6: physio-control evaluated the customer's device and duplicated the reported issue. Physio determined the cause of the reported was due to a shorted modem connector cable connected to the device system connector. The shorted cable can trip the overcurrent battery protection circuit in the device battery which will cause a sudden loss of device power. Physio replaced the battery pins as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Additional mfg narrative, of supplemental medwatch report 001 should have indicated: physio-control evaluated the customer's device and verified the reported issue. Physio-control observed that the modem cable which was connected to the device was damaged (broken internally) at the device connector strain relief and, as a result, the device would power off unexpectedly when the modem cable was flexed. Physio-control determined the cause of the reported was due to a shorted modem connector cable connected to the device's system connector. The shorted cable can trip the overcurrent battery protection circuit in the device battery which will cause a sudden loss of device power. Physio-control also replaced the device's battery pins as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
Physio-control evaluated the customer's device and duplicated the reported issue. Physio determined the cause of the reported was due to a shorted modem connector cable connected to the device system connector. The shorted cable can trip the overcurrent battery protection circuit in the device battery which will cause a sudden loss of device power. Physio replaced the battery pins as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered itself off within two minutes of being powered on. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered itself off within two minutes of being powered on. There was no patient use associated with the reported issue.